Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc 0338-0049-48, lot p350520, exp dec 2017, 0.9% sodium chloride injection and 100ml baxter bag ndc 0338-0049-48, lot p350827, exp dec 2017, ferumoxytol 540mg in sodium chloride 0.9%; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of feumoxytol (feraheme, 510 mg in 117 ml) was to infuse at 156 ml/hr for a duration of 45 minutes. The rn programmed the device to run at 156 ml/hr, for 45 minutes, however the infusion completed 30 minutes faster than expected. No patient harm was reported as a result of the event.

Manufacturer narrative:
The customer¿s report of an infusion finishing earlier than expected was confirmed in the event log; the device was programmed to complete the infusion in 15 minutes rather than the intended 45 minutes. The pcu event log showed that the user programmed the primary infusion for "IV fluids" to infuse at 156 ml/hour with a vtbi of 1 ml. Ferumoxytol 510 mg/117 ml was programmed as a secondary using the guardrails drug library. This drug selection automatically preset the rate (468 ml/hr) and the duration (15 minutes) of the infusion. The infusion was started with no revision to these parameters and it completed 15 minutes later. Functional testing found the system to be delivering within specification. The primary and secondary sets performed as expected. The root cause of the over infusion of ferumoxytol was identified as user programming.